Event description:
The event involved a customer report of a plum a+ device that produced a burning smell and smoke. This does not indicate a reportable event. However, during verification testing at the service center, an abnormal burn smell was detected from the device and the power supply printed wiring assembly (pwa) showed evidence of burning. The probable cause was determined to be due to a defective power supply pwa.